Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), with an unknown cause. The customer went to the emergency room (ER) and was subsequently admitted to the hospital. Tandem technical support attempted to follow up with the customer regarding the reported issue, however no response was received. No additional information available regarding the reported issue.